Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, multiple auto mode switch episodes were observed. Electrogram review noted right atrial lead noise. The patient was stable throughout and will continue to be monitored.